Manufacturer narrative:
On 05-mar-2026, liquid flow cleaning (lfc) was performed on analyzer 1. The customer has not provided any additional information for the investigation. The customer has not complained of any further issues. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
Analyzer 1 serial number was (B)(6). The serial number for analyzer 2 was not provided. The ca 19-9 reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on 2 cobas e 801 analytical units (analyzer 1 and analyzer 2). The initial result from analyzer 1 was 9.38 u/ml. The repeat result with a 10x dilution was 24.4 u/ml. Due to the difference in results, the customer ran the sample on a different e801 analyzer (analyzer 2): the initial result from analyzer 2 was 8.92 u/ml. The repeat result with a 5x dilution was 13.1 u/ml. The repeat result with a 400x dilution was 8,020,000 u/ml.